Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and a "call tech support hwrf" error message was displayed on the receiver screen. Due to the error message a complete evaluation could not be performed. The reported event of no vibration was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/25/2016 that on (B)(6) 2016 the receiver had no vibration. No additional event or patient information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.